Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during transport of a patient to magnetic resonance imaging (MRI) a smiths medical pneupac¿ parapac plus failed. It was reported that the ventilator hose was disconnected from the wall and then reconnected with the unit not restarting. The unit was turned on and off five times with no success leading to manually ventilating the patient with a bag valve mask. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilators parapac plus was returned for analysis. Damage was evident during visual inspection. Knob cap for the variable relief valve (vrv) was missing, the control knob was also damaged. Cracking was also evident to the lower case. During functional testing to the currrent edition of the parapac plus model 300 and 310 ventilator level 1 service manual, a fault was identified with the function of the gas supply indicator (eyeball 530a1089) and also the unit failed to pass the lock off leak test (60psi pressure over 60 seconds). Unit lid removed for further investigation, this highlighted further damage. The front panel had become bent and was no longer straight. Whilst the lid was removed, unit was repeatedly switched on and off using both the function switch setting to ventilate cmv position and the vent button. During repeat movements the reported fault was confirmed, the unit generated a leak which could be heard and would no longer cycle despite switching to ventilate cmv.